Manufacturer narrative:
An attempt was made to reproduce the reported event, however was unsuccessful. We tested using galaxy s21 5g, sm-g991b/ds, android 12 device and pump model number:""""mmt-1884"""" (780g) devices. Pump and mobile were successfully paired 10 times. All major functions worked as expected. Software performed as expected per specification based on testing. In addition, app logs were reviewed and identified cases of disconnect with an undefined reason. We could not provide a definitive cause and/or contributing factors or whether the software failed to meet specifications due to lack of app logs. The error was most likely caused by either the system, device hardware, pump hardware, pump software, radio interference and/or distance increased between the device and a pump. We provided helpdesk with troubleshooting steps listed below which included video links: -remove app and perform resetting network settings this may remove saved wi-fi networks, previously paired bluetooth devices. -clearing data of the bluetooth app. -enabling gabeldorsche bluetooth stack option (highly-likely this option is absent on user device) via developer options menu. The helpline confirmed the issue is resolved for the customer, the customer confirmed replacement of mobile device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the smartphone android app had pairing issue with insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.